Manufacturer narrative:
(B)(4)

Event description:
It was reported that starting approximately over the last two years, the patient began complaining of problems with her mobility. The patient stated the hcp tried increasing her dose and then decreasing it at times because she was weak. The patient visited her neurosurgeon to discuss having the pump replaced and they did an indium test that showed the drug was not getting to the it space (as previously reported). The patient noted that it appeared to be a catheter issue; however, the specific issue was unknown. The patient also stated she had another trial done to make sure she was a candidate for the replacement and she had a great response. The pump and catheter were going to be replaced. The patient stated she was a thin person, thus she would like the pump to be more rounded in shape as she felt it "jamming" into her abdominal muscles and it hurt. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that a scan was performed with ¿radioactive fluid¿ to check if the pump was pumping the drug into the spinal cord. It was stated that the fluid was seen leaving the pump, but it was not seen going down the catheter and into the spine. It was stated that the fluid wasn¿t going into the cerebral spinal fluid and it was unknown ¿how long she had not been getting baclofen into her spine¿. The issue with the system was unknown, but it was stated that it could potentially be related to the catheter. It was specifically speculated that it may be a leak in the catheter with the drug getting out into the body. It was reported that adjustment attempts had been made to improve the effect, but hadn¿t worked lately. However, the patient felt the device had been working up until the ¿radioactive fluid¿ was injected. Her symptoms were worsening, but she ¿felt that something good was happening¿. The patient¿s spasticity had been getting worse for thirty years and had been slowly worsening since the pump was implanted. The patient had typical spasticity with a ¿foot drop¿. She had been wearing braces to correct it, but they didn¿t work well enough. It was noted that the patient hadn¿t been wearing the braces five years prior to report. It was also stated the patient would be in a wheelchair soon if something wasn¿t done. At the time of report, the patient was going through physical therapy that included walking on a treadmill and using a machine, alter g, which altered her gravity. The patient was reportedly due for a new pump in about four months from the day of report. The device system had contained baclofen.

Manufacturer narrative:
Product ID: 8703w, lot# l58814, implanted: (B)(6) 1999, product type: catheter. (B)(4).